Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that some of the calibrations entered appeared to be estimated values instead of exact values. Customer care recommended a sensor-relink to clear the calibration buffer and re-initialize the system. Post re-link, the system was working within expectations and there was better agreement with the bg/sg. The user was advised to continue using their system and to calibrate as requested. Per dms review, the system is in use with up-to-date information.

Event description:
On march 12th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.